Event description:
Infant on drager evita infinity 500 ventilator. Ventilator alarmed for high respiratory rate and flow sensor measurement inaccurate. Upon inspection of circuit, sparks were intermittently present within the neonatal flow sensor (p/n: 8411130). No significant amount of condensation was found in the circuit at the time. Infant remained clinically stable while flow sensor was replaced and calibrated. Used with fisher & paykel mr850 humidifier and airlife sterile water (ref: 2d0735x).